Event description:
Doctor stated via email that this patient had a 3.0mm implant failure. No other information was reported.

Manufacturer narrative:
The provider will be contacted regarding additional incident information. Corrections to this file will be made upon receipt of additional information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Section g3: date received by manufacturer was incorrectly captured in previous report was corrected in this report. Manufacturer reference: (B)(4).

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: as the lot number was not reported, a review of the device history record (DHR) could not be performed. Stock product reviewed results: stock product review could not be performed as the lot number is not available. Investigation methods/results: the product associated with the complaint was not returned and, therefore, was not available for evaluation. Root cause description: root cause could not be determined. Manufacturer reference: (B)(4).